Event description:
User had difficulty puncturing normal pancreas. There was no specimen when removed from the patient, and the needle would not retract. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The complaint device is reported is an echo-hd-22-c needle of lot#: c1012023. The device involved in this complaint has not been returned for evaluation. With the info provided, a document based investigation was carried out. A review of the manufacturing records for echo-hd-22-c needle of lot#: c1012023 did not reveal any discrepancies that could have contributed to this complaint issue. The customer complaint is considered confirmed based on the customer testimony. A possible cause of the user's difficulty with needle retraction in this incident may be attributed to the needle bending or needle breakage during use. The complaint info reported that the needle penetration of the targeted site was difficult. This most likely contributed to the difficulty the customer experienced. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked/bent during use this could result in preventing the needle from fully retracting into the sheath. Also, if the needle was kinked/ bent during use it could result in needle breakage which would also prevent the needle from fully retracting ino the sheath. As the device was not returned for evaluation and the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructs user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence. The procedure was successfully completed using another echo needle. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.